Event description:
It was reported that "product received at hospital pharmacy, upon checking the box some of the catheter guidewire was kinked and returned the product with same condition without opening the pack ". This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided photos of ten arterial kits with visible creasing on the packaging. The complaint of guidewire kinked in package was able to be confirmed by the photos, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "product received at hospital pharmacy, upon checking the box some of the catheter guidewire was kinked and returned the product with same condition without opening the pack ". This was found prior to use. There was no patient involvement.